Event description:
The user experienced issues with the ise module and had an erroneous potassium result for one patient. The initial potassium result of 5.8 mmol per l was reported as it was not flagged. The user repeated testing on the 917 and potassium result of 4.0 mmol per l was received. The user corrected the report and the pt was not treated. The field service representative determined there was a defective "dil" syringe seal causing a fluidic failure of ise # 2. He replaced the seal and verified the analyzer operation by performing calibration and qc.